Event description:
After crossing lesion in saphenous vein graft to obtuse marginal of left circumflex coronary artery, the balloon would not inflate. Rotating hemostatic valve was not overtightened, stopcock was in proper position and sheath of stent delivery system was retracted. 10 atm of pressure were applied with hand inflation device without balloon inflating. Stent delivery system with stent intact was removed from patient. Physician was able to deploy 2 other stents following this without incident.